Event description:
During an in center hemodialysis treatment training session, the operator experienced a high venous pressure alarm. In response to the alarm, the operator attemtped to reposition the venous needle dislodged, which resulted in an estimated 100c blood loss. No medical intervention was required.